Event description:
The customer reported to baxter (B)(4) regarding one (1) surgical bld admin set in which the customer was experiencing back flow when attempting to prime the set. The incident happened before use, no patient is involved. A sample is reported to be available. No patient medical intervention or injury were reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was returned for an evaluation. A visual inspection revealed no non-conformances. The sets were attached to a viaflo bag and priming was performed. It was noticed that when pressing the hand pump, some fluid was running up into the bag, which confirms the reported problem. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.